Event description:
A nurse reported that the cassette tubing was observed crumpled during surgery. The fluid pressure was set at the highest level, but the pressure was too low. The tubing was connected by the nurse with her fingers. The case was completed without harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).